Event description:
Resorbable plates implanted with resorbable screws in 2000. Two days later a revision surgery took place and the resorbable screws were replaced with titanium screws. Three days later an additional revision surgery was necessary to replace resorbable plates that broke under the titanium screws. Co is unable to determine which plates broke, therefore co is filing on all plates used in the original surgery.